Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the inner shaft of the instrument was bent intraoperatively and could not be inserted into the outer shaft anymore. Procedure was completed successfully using another pair of instrument without any surgical delay. This report is for one (1) implant inserter sh connection. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: tft30101, lot: e21di0031, supplier: eit, batch1: released on may 18, 2021 with no discrepancies. No nonconformance reports (ncrs) were generated during production. Visual inspection: the implant inserter sh connection was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the tip of the inserter body was deformed and the inserter pin shaft was bent. The inserter knob was noted to have impact marks. No other issues were observed with the device. Dimensional inspection: checked dimensions with caliper per drawing. Inserter pin major diameter. Measured = pass. Inserter pin groove diameter. Measured = pass. Document/specification review: the following drawings (current and manufactured to) were reviewed: tft30101 implant inserter sh connection. Tft30101 a tlif implant inserter sh connection. Tft30101 b tlif implant inserter knob sh connection. Tft30101 c tlif implant inserter pin sh connection. Tft30101-05 tlif implant inserter pin, pin sh. Tft20101-03 tlif inserter handle, tube. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the implant inserter sh connection. A definitive root cause could not be identified for the reported issue from the available information. However, it is likely that the complaint condition was caused by the application of unintended forces on the device components. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.